Event description:
A 6060 set came apart at the spike while infusing 5fu. The 5fu spilled onto the patient, bed, and clothing. The patient called the doctor and cleaned the sheets. There was no irriration or secondary problems with the patient. The reporter stated that the pvc was flushed at the spike (there was no hub).